Manufacturer narrative:
We do not use therapy dates. The date required to be entered into this field is today's date which is when this report is being filed. A follow up report will be filed upon receipt of the device and completion of the investigation.

Event description:
International affiliate reports that after mixing the cement and prior to the hydraulic system being connected to jam-shidi needles that had been placed in the patient, the confidence kit¿s hydraulic pump leaked sterile water. The surgeon used another kit form the same production lot and its rectus connector popped off of the hydraulic system. A third confidence kit from a different production lot was used to complete the procedure. There was a resulting delay of about twenty minutes. There were no adverse consequences to the patient. This medwatch report is being filed for the first confidence kit that experienced water leakage from the hyrdraulic pump.

Manufacturer narrative:
(B)(4). Device evaluation: a visual inspection was performed on the pump and cement reservoir, and no abnormalities or defects were observed on the product pieces. A functional evaluation was performed. The hydraulic pump was disconnected from the cement reservoir to test rectus connector for leakage. Pressure was built in the pumps by turning the handle until the safety release valve was triggered. No abnormalities were observed with the amount of pressure built up and no leakage was seen in the rectus connector. The kit was then evaluated further for leaks and valve pop off. The rectus connector was attached to the cement reservoir cap, and the reservoir cap was fully threaded. Pressure was built up until the safety release valve was triggered. No leakage or popping off occurred at the rectus connector and no abnormalities were observed. A review of the device history record for the confidence kit, no needles found no discrepancies during the manufacturing of the product. No issues were identified during the manufacturing and release of this product that could have been contributed to the problem reported by the customer. The product was released accompanying all quality requirements. No definitive conclusions can be made. However, review of the complaint noted that per surgical technique, when using the single innie inserter, an alignment guide should be used to help position the mating pedicle screw head and reduce the chance of cross-threading. Review of complaints found no significant trends. Although the root cause cannot be positively determined, the damage on the setscrew appears to be related to inadvertent cross-threading during attempted insertion. No corrective action/preventive action is required as there has been no issue identified in the manufacturing or release of this device, and there have been no systematic trends. Therefore, this complaint will be closed with no further action required.